Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the office of medical device and radiological health operations, division 3 of this action on january 17, 2018. The FDA has not yet assigned a recall number. We also began notifying customers of this activity with a letter dated january 17, 2018. This investigation is considered complete and this particular issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2017 a loss of monitoring occurred at the central monitor. On (B)(6) 2017, early investigation findings confirmed that the central monitor was monitoring telemetry patients. No one was injured as a result of this event.